Manufacturer narrative:
(B)(4). The complainant indicated that the device has been disposed and is not available for return; therefore, a problem analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation that a resolution 360 ultra clip device was used during a colonoscopy procedure performed on (B)(6) 2022. During the procedure, the clip was attempted to be deployed; however, the clip was not deploying from the catheter. It was noted that they jiggled off the catheter, opening the handle excessively, and the clip was deployed onto tissue. The procedure was completed at this time. There were no patient complications reported as a result of this event.